Event description:
It was reported that 10-20 bd ultra fine¿ mini pen needles' non-patient ends would not attach to the pen during use. The following information was provided by the initial reporter: "parent of consumer reported finding 10 - 20 pen needles will not attach to pen from this box. New to injecting. Informed attachment of non patient end to pen".

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10-20 bd ultra fine¿ mini pen needles' non-patient ends would not attach to the pen during use. The following information was provided by the initial reporter: "parent of consumer reported finding 10 - 20 pen needles will not attach to pen from this box. New to injecting. Informed attachment of non patient end to pen".